Event description:
The customer reported that a cable was damaged and there was no video signal to the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The bnc cable was repaired. The system was working as intended and put back into service.